Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100203 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 28/jan/2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form the patient underwent a ¿repair of ventral hernia¿ surgery and was implanted with a strattice device on (B)(6) 2015. The patient underwent a ¿ repair of recurrent ventral hernia with adhesions and removal of previously placed mesh¿ on (B)(6) 2024. It was reported that the patient was implanted with a non-abbvie device. The form lists the conditions that were treated were ¿hernia recurrence, adhesions, bowel involvement, severe pain and all other conditions identified by the physician. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard: ventralightst with echo huyg2027¿ on (B)(6) 2014. The form indicates that the device was revised on (B)(6) 2015 due to ¿hernia recurrence.¿ the patient was implanted with a second non-abbvie device, ¿bard mesh phasix huhz0717¿ on (B)(6) 2024. The patient was implanted with a third non-abbvie device, ¿bard mesh hugs1333¿ on an unspecified date. The form does not indicate whether these two devices were removed or revised. As reported in initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.